Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The surgeon reports that the suture did not absorb. Additional information has been requested.

Manufacturer narrative:
(B)(4). Non absorption occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: one explanted suture piece with a knot which was slightly violet coloured was returned for evaluation. Analysis in our chemical lab found the suture piece is comparable to the ftir of pds, not monocryl. Material resorption of pds is completed after 180 to 240 days which would explain the customer&apos;s observation.